Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced procedural pain ("painful insertion"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), depressed mood ("gloomy") and libido decreased ("decreased libido"). The patient was treated with surgery (essure and fallopian tubes have been removed). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, procedural pain, fatigue, depressed mood and libido decreased outcome was unknown. The reporter considered depressed mood, fatigue, libido decreased, medical device removal and procedural pain to be related to essure. The reporter commented: essure and fallopian tubes have been removed and ever since she feels better, has more energy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 03-sep-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 721 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-aug-2017: case received from ha (igz). New events added: tiredness, gloomy, decreased libido, painful insertion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 26-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Initial case received from a consumer via letter in which she holds bayer liable for the damage caused. On (B)(6) 2014 the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient had follow-up treatments and the xenobiotic material had been removed. Because of the complaints consumer was being impeded in her normal daily functioning and patient was suffering from injury. Follow-up information is expected. Quality safety evaluation of ptc received on 09-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after an unspecified time had the xenobiotic material removed. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 30-sep-2016: no further information was received despite follow-up attempts. (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 30-sep-2016 for the following (B)(4) preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this spontaneous non-medically confirmed and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after an unspecified time had the (B)(4) material removed. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.